Manufacturer narrative:
Device not returned.

Event description:
Reportedly patient expired approximately after an implant duration of 0.3 months (in 2007, after an implant date of the month before), due to unknown reasons. Unknown if pt death is device related. Information received from ipr. No letter requested. Information rec'd on 01/08/08: patient expired on one day after the original date. The device was not explanted. Unknown is patient's death was device related. Cause of patients' death is unknown, it is reported as "natural". Information per surgeon. Information per op report: patient was diagnosed with aortic stenosis and hypertension. Patient had a history of rheumatic fever when young and had murmur for years. Patient also had history of cva as well as parkinson disease. Patient came in for aortic valve replacement.